Event description:
It was reported that the customer's insulin pump had a scratch on the screen and rainbow color corners. The damage was affecting the customer's ability to read the screen. Her blood glucose level was 150 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window, and a scratched reservoir tube window. No color anomaly on the display or display anomaly was noted.